Event description:
New information received notes that the patient's right ventricular lead exhibited oversensing of noise. No device intervention was performed. The patient was stable.

Event description:
New information received notes that the right ventricular lead was capped on 1 mar 2022 and successfully replaced. The patient was stable.

Manufacturer narrative:
Correction: h6 health effect - impact code should be 4641 - unexpected medical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed oversensing of noise. The noise was reproducible via isometric exercises. Programming changes were made. The patient was stable.